Manufacturer narrative:
The cannula was reported to be dislodged from the infusion site. Upon evaluation, no damages or defects were observed that would cause the cannula to dislodge. The exact cause of the reported event could not be determined. Inspection of the adhesive pad and adhesive welds found no abnormalities that would indicate a failure to adhere. The cause of the adhesive failure could not be determined.

Manufacturer narrative:
The product was not returned for evaluation. It was reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning:  check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning:  because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 17.3 mmol/l (311.4 mg/dl) while wearing the pod longer than 48 hours on the arm. Multiple corrections were administered using the pod but the patient¿s bg levels did not decrease. The patient noted the adhesive was loose and the cannula had dislodged from the infusion site. A manual insulin injection was administered to treat the hyperglycemia and a new pod was applied. The patient's blood glucose, carbohydrate, and insulin history is as follows: time: 7am, bg(mmol/l): 6.1, (mg/dl): 109.8, cho(g): 39, bolus(u): 3.9; 10am, 14.2, 255.6, 1.95; 10:31, basal 0.50 units per hour; 10:34am, 12.9, 232.2, 24, 2.80; 11:22, basal increased by 25%; 12:14pm, 16.9, 304.2, 56, 3.95, 12:22pm, basal 0.50 units per hour; 1:23pm, 17.3, 311.4; 2:26pm, pod deactivated + manual injection; temporary basal increased by 50% 0.75 units per hour.